Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer. A product investigation, therefore, could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The documentation shows that the production order was manufactured according to specifications. All units were released according specification in compliance with the product intended use as required. A search on complaints revealed no additional investigation requests have been received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens removed in the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed after insertion as the surgeon noted capsular dehiscence. It was determined that there was insufficient capsular support for a posterior chamber lens so the lens was removed. Further information was provided and reported that there was no issue with the lens. The patient had a history of trauma to the eye, which could have been the reason for the noted capsular dehiscence. An incision enlargement was performed along with a vitrectomy. There was no post op patient injury reported. The patient was sent home aphakic. No further information was provided.